Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02215. It was reported that patient experienced shocking sensation and ineffective therapy. Troubleshooting revealed high impedances. Patient also experienced pain at ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead and ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.